Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a as per FDA request. Post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was not able to fire as the pliers were blocked during use. No clinical side affects. Another device was used to resolve the issue. No patient adverse events were reported. Current patient status is alive with no injury.